Manufacturer narrative:
Device history record (DHR) review: part: 03.010.051; lot: 1725748; manufacturing site: (B)(4); release to warehouse date: 05. Sep. 2007. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: while doing the procedure, the aiming arm for retrograde spiral blade and spiral blade inserter were not working properly. Investigation flow: device interaction/functional. Visual inspection: the aiming arm was found to be stuck to the spiral blade inserter, which agrees with the reported condition. The ball bearings on the aiming arm were not aligned with the guides on the inserter. The inserter appears to have been inserted past the guides. Unrelated to the complaint the etch was found to be slightly rusted. Functional test: the devices could not be disassembled; therefore, a functional test could not be completed. The complaint is replicated. Drawing/specification review: the design drawings were reviewed during investigation. Dimensional inspection: dimensional inspection of the relevant aiming arm features could not be conducted as the devices could not be disassembled. No definitive root cause was able to be determined. It appears that the inserter was over inserted in the aiming arm, and the ball bearings on the aiming arm were not aligned with the guides. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the end of an unknown procedure carried out on (B)(6) 2018, one (1) spiral blade inserter for retrograde femoral nails-ex and one (1) aiming arm for retrograde spiral blade locking were not working as the inserter was reported to have been stuck on the aiming arm after the procedure was completed. The surgeon couldn't remove the instruments off of each other, but successfully disconnected them off the main insertion handle. There was no problems during the procedure and the procedure outcome was reported to be fine. There was no patient consequence. Concomitant devices reported: insertion handle (part number unknown, lot number unknown, quantity unknown). This report is for one (1) aiming arm for retrograde spiral blade locking. This is report 1 of 2 for (B)(4).